Event description:
It was reported that approximately a week after the implant of this defibrillation lead the patient received multiple shocks. The amplitude on the rate/sense and shock channel were noted to be small however there appeared to be a true ventricular tachycardia (vt). Technical services discussed considering an x-ray to assess the lead position. Subsequently, it was reported the patient expired overnight following the delivered shocks. An x-ray had been performed which showed the lead had pulled back. The local area field representative was contacted for additional information. This report will be updated should further information become available.